Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a total hip procedure, the blade broke where it attaches to the saw. It was also reported that an x-ray was taken to ensure the broken piece was not left behind in the patient. It was also reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
During the device evaluation witness marks on the mount tab were observed; these witness marks are consistent with the blade being bent during use. The witness marks were also observed on the blade teeth; these witness marks are consistent with the blade coming into contact with metal objects. Bending a blade or allowing a blade to come into contact with a metal object, are known to cause or contribute to blade breakage. The IFU's of the handpieces for use with these blades were reviewed and contain warnings against bending of blades as follows: "do not apply excessive pressure, such as bending or prying, with a cutting accessory to prevent fracturing the accessory."

Event description:
It was reported that during a total hip procedure, the blade broke where it attaches to the saw. It was also reported that an x-ray was taken to ensure the broken piece was not left behind in the patient. It was also reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
The handpiece subject to this investigation was returned to the manufacturer for evaluation. As a result a supplemental was added to address adding of this product to the scope of this investigation. Awaiting return of handpiece and blade.

Event description:
It was reported that during a total hip procedure, the blade broke where it attaches to the saw. It was also reported that an x-ray was taken to ensure the broken piece was not left behind in the patient. It was also reported that there were no adverse consequences and the procedure was completed successfully.